Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus found at the incoming inspection for repair in olympus service operation repair center that the c cover at the distal end of the subject device was cracked. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown; however, omsc assumed a potential composite factors as follows. The unexpected large load or shock was applied to the distal end of the device. The instruction manual of the subject device states the corresponding method in case of an abnormality.